Event description:
A medtronic representative reported that, while in a l3-l4 fusion fluoronav spine procedure on the previous day, the surgeon alleged an inaccuracy. The surgeon was accurate laterally on the pedicals, however, inaccurate approximately 1 centimeter superior on the spinous process. It was noted that the reference frame was bumped slightly during the procedure, but they were still accurate on the pedicals and inaccurate on the spinous process. Delay to the procedure was ten minutes. The surgeon opted to continue the procedure and completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). On (B)(6) 2015, the medtronic representative at the site, performed a navigation system check-out, all areas passed. System performed as intended. Checked the same instruments that were used in the case, selected a fluoronav procedure, successfully merged and registered the blue demo exams. Tested all the instruments and was accurate. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Synergy cranial software applications tested and passed. On (B)(6) 2015 software investigation completed. Findings are that the frame moved causing the inaccuracy. Software is functioning as designed. No further issues have been reported.